Event description:
The customer reported that an erroneous elevated calcium patient result and multiple suppressed calcium patient results were generated from a unicel dxc 600i synchron® access clinical system. The initial calcium patient result was higher, and upon repeat, a lower result was generated that was regarded as valid. The calcium results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with the calcium results. Quality control results were within specified ranges during the timeframe of the event. Calibration failures occurred during the timeframe that the suppressed results were generated. Patient specific information, sample collection and handling information and additional system/chemistry performance information was not provided by the customer. While troubleshooting this issue, the customer identified that the unicel dxc 600i synchron access clinical system's electrolyte injector cup had overflowed. The leak was contained within the instrument. The leak traveled to the ion-selective electrode (ise) module spill tray. The volume of the leak was approximately ten to twenty milliliters. The healthcare worker interfacing with the machine was wearing personal protective equipment which included goggles, gloves and a laboratory coat. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheets were reviewed.

Manufacturer narrative:
Service was dispatched to the site to address this issue. The field service engineer inspected the system and confirmed there was water in the electrolyte injector cup. No kinks were found in the ion-selective electrode tubing. The engineer flushed the electrolyte injector cup with bleach and identified a failing electrolyte injection cup waste valve and replaced both valves. Upon completion of the necessary and verified repairs the instrument was returned back into operation. The failure mode for this event was suspect electrolyte injection cup valves.